Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the temporary pacemaker was not capturing and while testing atrial output at 18 milliampere (ma) the measurement drops off to 12ma. It was also reported that the word setting on the display was not in bold. Long term testing was done on the device and it was determined to be functioning properly. The display was also tested and all the pixels illuminated. No patient complications have been reported as a result of this event.